Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 9/11/2018h4.

Event description:
It was reported, the camera head had "image barely recognizable, image is light grey with stripes, some dropouts." The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, the camera head had "image barely recognizable, image is light grey with stripes, some dropouts." The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, d9, h2, h3, h4, h6. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that the reported issue was due to cable unit twisted. Additionally, other evaluation findings include the following: due to poor water-tightness of cable unit, the water tightness was lost. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop the use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding and/or perforation.¿. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the camera head had "image barely recognizable, image is light grey with stripes, some dropouts." The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.